Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye. Functional testing including leak test, clear passage test, and clamp function testing was performed. Visual and functional testing identified a damaged tack weld causing a leak from a hole in the last fill line tubing. The reported issue was verified. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a leaking homechoice cassette during the peritoneal dialysis therapy at night. The patient stated that it was leaking from where the cassette comes out of the door of the machine. The exact location of the leak could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.